Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking fluid while the device was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.